Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "improper hygiene at the hospital and constipation". The peritonitis was manifested by cloudy effluent and abdominal pain. It was reported that the patient was hospitalized for another indication. The same day as the peritonitis diagnosis, the patient was treated with injection vancomycin (1 gm, stat, intraperitoneal, one dose), injection amikacin (500 mg, stat, intraperitoneal, one dose). The day after, the patient began treatment with injection imipenem (500 mg, once daily, intraperitoneal, discontinued after 14 days) and injection amikacin (100 mg, once daily, intraperitoneal, discontinued after 14 days) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. It was reported that 15 days after event onset, pd therapy was discontinued, the pd catheter was removed, and the patient was shifted to hemodialysis. Hd is ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.